Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that half height cubie enhanced 3.1 row c constantly failed. The field service engineer fse released all cubies and discovered medication lodged under a cubie pocket causing a short on the row board. The system functioned as intended after the field service engineer fse repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 failed, which located on ahmcrhbpx2. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were able to issue the medication with inconvenience, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.